Event description:
It was reported in medwatch report, that during an endoscopic retrograde cholangiopancreatic (ercp)/sphincterotomy/stone extraction/stent placement procedure, a tip breakage occurred. Once inside the distal common bile duct, the nurse opened the rx lithotripter basket and tried to pull the wire basket down to capture the stone. At this point, it was noticed that the radiopaque tip of the wire basket which actually holds all four wires together was not moving the catheter. The device was stationary, so it was suspected that the basket probably was defective and that the catheter tip that holds the wires broke loose spontaneously, while opening the basket. The wire basket catheter was removed from the duodenal lumen. Upon removal, it was noted that all the wires were loose and were not held together by the tip. The holding tip had broken off and remained in the duct. At this point, a 10 french 7cm long biliary stent was placed for the next few weeks. No additional info is available.

Manufacturer narrative:
The complainant indicated that the device would not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.